Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide advises that customers can avoid hyperglycemia by checking blood glucose levels "at least 4 to 6 times a day." After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs that customers change the pod using a new vial of insulin and to contact their hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.

Event description:
A customer activated a pod at night (specific time unk) and her bg level read "high" (>500 mg/dl) the next morning at 10:00 am. The customer administered a total of 15 units over the next 30 minutes, but her bg level remained high. Upon removing the pod, she stated the cannula was kinked and while bolusing she smelled insulin.